Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Could you please provide more details on how the issue was addressed?

Event description:
It was reported that during an unknown procedure, curved stapler 29 mm, ref: cdh29a curved stapler did not staple even with the staple inside, lot: u40l1v, validity: 08/31/2025.